Event description:
Non-specified repair request initiated for device. No patient impact reported. Report escalated to complaint on evaluation due to the footed portion being cut and detached. No additional information was available on follow-up.

Manufacturer narrative:
Comments: report confirmed on evaluation. The footed portion was cut and detached. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."